Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts at the distal end was stretched and misaligned. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and tactile examination of the hypotube shaft found multple kinks along the length of the hypotube. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on the device analysis completed on 23apr2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a 2.5x32mm synergy drug-eluting stent. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.